Event description:
The customer reported that he was treated by the paramedics due to a low blood glucose of 42 mg/dl. The customer stated that he was using the sensor and transmitter correctly, but was having differences between the sensor glucose and blood glucose readings. The customer stated that his blood glucose was 70 mg/dl, but the sensor glucose was 300 mg/dl. The customer checked another time, and his blood glucose was 40 mg/dl, but the sensor glucose was 120 mg/dl. The customer turned the sensor off and on, and received cal error and bad sensor errors. The customer did not know what caused his low blood glucose levels, and stated that he has low blood glucose unawareness. The customer felt that the insulin pump was functioning properly. The test plug procedure passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2013-02598 and 2032227-2013-02599.

Manufacturer narrative:
Inspected six open and used sensor, performed bicarbonate buffer test per specifications. All sensors failed due to low reading.